Event description:
It was reported that patient experienced respiratory depression, somnolence; "symptoms similar to an overdose". The symptoms were noted to have occurred following a refill that was done on monday (B)(6) 2012. It was stated that patient previously was getting gablofen 2000 mcg/ml that was diluted to 1000 mcg/ml, but at this refill compounded baclofen was purchased from a different manufacturer the same dose/concentration (1000 mcg/ml at 210 mcg/day). Two days following refill on (B)(6)2012, the patient was "very sickly" with the above symptoms. It was also added that patient wasn't very healthy before refill but the healthcare provider (hcp) became concerned there was something wrong with the drug. The dose was reduced "25%" to 160 mcg/day on (B)(6) 2012. Patient had no change in effect. Since the refill patient's condition was deteriorating. As of the date of this report all of the drug was removed from the system and gablofen was refilled into the pump and system was primed. It was stated "at this time they do not suspect a pump problem and are suspecting the drug to be the cause of the patient's symptoms". The drug was being sent for analysis possibly for "contamination". Patient was currently not doing well but was in stable condition in the ICU.

Manufacturer narrative:
Catheter: model: 8731, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Analysis of the pump found a high resistance battery. There was a low battery reset. Further testing was not able to be conducted due to the battery issue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the complications "appeared" to be attributed to a patient sensitivity to the previous drug used. The reporter stated that the patient was "doing well now and is having acceptable therapeutic effect using lioresal baclofen intrathecal".